Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the "washer" of some electrodes are broken. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device has an electrocardiograph (ECG) electrode damage. The customer was sent a quote to have a technician do a diagnostic check on the device. The customer refused service. No further action at this time. Based on the information available from the cause of the reported problem was not confirmed. The customer was provided with a quote to service the device. The quote was rejected by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined quote / service.